Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to olympus for service/repair. The service evaluation confirmed the customer¿s reported problem, no image due to a defective charged coupled device unit. Additionally, the cable unit has non-olympus repair parts. A review of the repair history shows the scope was last service in (B)(6) 2019, the device was returned unrepaired. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high-definition autoclavable camera head has a no image defect, ¿no picture¿. The reported problem was found during an inspection before use. No death, injury or harm was reported.